Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause/resolution and initial reporter contact details. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this recently implanted right ventricular (rv) defibrillation lead had a threshold measurement of 0.4 v at implant, and had increased to 3.5 v the following day. Sensing and impedance measurements appeared stable, however intermittent loss of capture (loc) was observed via right ventricular automatic threshold (rvat) testing. The patient had two chest x-rays, which did not show conclusive evidence of lead dislodgement. Based on the change rv threshold measurements, lead microdislodgement was suspected. Technical services (ts) discussed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported.